Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visuallly and functionally evaluated. The device was founf to have misalignment between the cpc connector and flex coupler.

Event description:
It was reported that a patient underwent a robotic laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the lights flickered and the device bogged down. The unit was hesitating, intermittent, and the cord was twisting and jumping. The procedure was completed using a third handpiece with another like motor drive unit with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.